Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient experienced a blood glucose as low as 28 mg/dl. The reporter stated that the patient was treated with oral carbohydrate. The reporter wanted to inquire if the pump may have been a factor in the patient's low blood glucose level. Customer support advised the reported that troubleshooting of the pump would need to be completed to determine if the pump was involved. Animas attempted to follow up with the reporter at a later time to complete troubleshooting but was unsuccessful. This report is made based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.